Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient expired due to septic shock and methicillin-resistant staphylococcus aureus (mrsa) bacteremia driveline infection. The patient's left ventricular (rv) lead and right atrial (ra) lead were explanted. It is unknown if the patient's products or procedure contributed to their death.